Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the personality module energy device (pmed) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint. In-house fa connected the pmed on the printed circuit assembly (pca) test system. Fa connected the cable to the 3 pmed ports and none of the led lights lit up when connected.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
After repairing, the personality module energy device (pmed) still failed.

Manufacturer narrative:
Based on the claim against the product by the customer noting not able use the harmonic ace instrument as there was no blue led on pmed, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the pmed to resolve the reported issue. Isi did not receive the da vinci product back for failure analysis; therefore, the root cause of the alleged customer reported failure mode has not been determined. The complaint regarding the pmed was confirmed during fse investigation, which indicates that the device did contribute to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the customer switched to external foot paddle due to harmonic instrument not firing. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic surgical procedure, the customer was not able use the harmonic ace instrument as there was no blue led on personality module energy device (pmed) after connecting energy cable between ethicon to the vision side cart (vsc). An intuitive surgical, inc. (Isi) technical support engineer (tse) suggested the customer to use same ethicon device with same energy cable to other da vinci x system. The customer confirmed on other system it is working and blue led in on at pmed. The customer was proceeded using an external foot paddle for harmonic ace instrument. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred during procedure. The system functionality was checked upon powering on the system and the integrated electrosurgical unit initially powered on without errors. An issue was related to pmed in core not with the iesu. The customer used an external foot paddle for the harmonic ace instrument and the procedure was completed robotically.